Manufacturer narrative:
H.6. Investigation summary: a physical sample was not available for investigation but bd was provided with a photo of the defect for evaluation. A review of the device history record was performed for the reported lot: 9106881, and no quality issues were found during production. Our quality engineer reviewed the provided photo and observed a black speck of foreign matter on the vent plug of the unit. Based off the provided photo the engineer was able to verify the reported defect. Without the physical sample available for investigation the engineer was unable to identify the foreign matter or determine its origin. The manufacturing facility has been notified of this incident and the findings. H3 other text : see section h.10.

Event description:
It was reported that black foreign matter was found in the bd angiocath¿ plus IV catheter vent plug before use. The following information was provided by the initial reporter: "there is foreign material(black) in the vent plug."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that black foreign matter was found in the bd angiocath¿ plus IV catheter vent plug before use. The following information was provided by the initial reporter: "there is foreign material(black) in the vent plug."